Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0871 inches. On a related svn, the pump was returned for no delivery alarm. Please see below for the no delivery alarm listed in the formatted history file on alarmalertnotification (during bolus)nctions properly during the basic occlusion test, occlusion test and force sensor test. Unit was programmed and monitored for 2 days. No unexpected insulin flow blocked alarm/no delivery alarm noted. History download was successful using thus and carelink upload was successful. In further full review of the pump history on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found one bolus delivery that the customer manually programmed and delivered at 06:25:38 an 7.2u. Unit had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. Customer alleged not confirmed for pump under delivery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. On a related svn, the insulin pump was returned for no delivery alarm. Please see below for the no delivery alarm listed in the formatted history file on (B)(6) 2021. (B)(6) 2021 10:34:42.000 alarm alert notification (during bolus) fault number = no delivery (7). (B)(6) 2021 14:08:16.000 alarm alert notification (during bolus) fault number = no delivery (7).(B)(6) 2021 14:11:48.000 alarm alert notification (during bolus) fault number = no delivery (7). (B)(6) 2021 18:45:20.000 alarm alert notification (during bolus) fault number = no delivery (7). (B)(6) 2021 19:06:00.000 alarm alert notification (during basal) fault number = no delivery (7). (B)(6) 2021 19:15:00.000 alarm alert notification (during basal). Fault number = no delivery (7) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. Device was programmed and monitored for 2 days. No unexpected insulin flow blocked alarm/no delivery alarm noted. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were admitted to hospital on (B)(6) 2021 due to high blood glucose level and diabetes keto acidosis. The blood glucose level of customer was over 600mg/dl. The current blood glucose level of customer was 104mg/dl. It was found that customer was using the insulin pump system within 48 hours of reported event. It was known that customer had experienced symptom related with incident including feeling unwell or sick and tired, increased thirst. Auto mode feature was not active at the time of incident. Customer was treated with intravenous insulin drip in hospital and manual injection or insulin pen. Customer alleged that insulin pump had under delivered insulin as health care professional stated that high blood glucose was due to insulin pump was not giving them insulin. Customer was not tested for ketone. The insulin pump will be returned for analysis.